Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and found no observations related to the complaint. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on 08/19/2014. The root cause was determined to be a hardware component failure.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2013 to report that when patient attempted reset of the device on (B)(6) 2013, patient experienced a reset error message and device remained on opening screen. Distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.